Event description:
It was reported that an ilet would not power on while on the charger, displayed a persistent low-battery warning, had an unresponsive touchscreen, and subsequently reset to factory settings during troubleshooting; the device was then replaced, and the user was advised to initiate backup therapy. Symptoms included hyperglycemia necessitating backup insulin dosing guidance. Outcomes included temporary loss of insulin delivery from the ilet and reliance on backup therapy, with no hospitalization reported. Investigation included remote troubleshooting steps such as verifying charger power, changing outlets, removing the case, monitoring the charging indicator, and attempting a device restart. Investigation of the returned device revealed a malfunction consistent with power/charging and user interface failure, culminating in a factory reset behavior suggestive of an internal device fault. It was concluded, based on previously established findings for similar reports, that the cause was a device-related malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.